Event description:
In 2008, a patient underwent percutaneous interventional procedure. Arterial access was gained from the left common femoral artery (cfa) using a cordis ms 6 french procedural sheath. Mynx was then reportedly prepped and deployed by a trained operator per the instructions for use (IFU) and immediate hemostasis was achieved in the lab. The following day, the patient complained of left calf pain and doppler ultrasound was used to confirm flow restriction at the left popliteal artery. The patient underwent angiographic assessment of the left popliteal from access at the right cfa. Following angiographic assessment, the patient was placed on an IV heparin drip for 24 hours for treatment of possible thrombus formation at the left popliteal artery. A vascular surgeon was then called to assess the left common femoral and popliteal arteries. Upon surgical exploration, the vascular surgeon noted that the left common femoral artery was 4.8mm in diameter and a total of 1 cm gel like material was excised from the popliteal. The material was sent to pathology for analysis, however, no reports are available. The patient has no clinical sequelae. As indicated in the IFU, mynx is not for use with vessels < 5mm in diameter.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided, the root cause of the reported incident is likely due to use of mynx in a vessel less than 5mm in size. The safety and effectiveness of mynx has not been established in pediatric patients or others with small common femoral arteries (< 5mm in diameter). There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.

Manufacturer narrative:
Age/date of birth: was updated with additional information. Adding product problem. Describe event or problem: was updated with additional information. Relevant tests/lab data: was updated with additional information. Other relevant history: was updated with additional information. Product code: was corrected. Added patient codes. It was reported that a pseudoaneurysm was noted at the arteriotomy site which was surgically repaired. The instructions for use lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. There may have been multiple punctures made to the femoral artery while attempting to access it with a sheath, which may result in blood slowly oozing into the adipose tissue unnoticed until a hematoma/pseudoaneurysm develops. Citation: islam, m. A., et.al. (2009, august 25). Catheterization and cardiovascular interventions. Popliteal artery embolization with the mynx closure device, 75, 35-37.

Event description:
The following additional information was received through a literature article: it was clarified that the patient experienced both an occlusion of the left popliteal artery causing ischemia and a pseudoaneurysm. It was further clarified that the percutaneous transluminal angioplasty procedure was for self-expanding stent placement of the right external iliac artery which was performed via the left common femoral with retrograde access. The day after the procedure, it was also clarified that the patient had diminished, but palpable left dorsalis pedis (dp) and posterior tibial (pt) pulses prior to being discharged from the hospital. Two days later, the patient returned to the hospital with complaints of increasing left leg pain and was noted to have a cold and pale left foot with absent dp and pt pulses. Angiography confirmed a large filling defect in the distal left popliteal artery, extending into the tibioperoneal (tp) trunk. There was slow flow in the left pt and left peroneal arteries. Heparin was given with therapeutic activated partial thromboplastin time (aptt) without any significant improvement. The patient was then started on intra-arterial tissue plasminogen activator (tpa) infusion at 1mg/h after a 4mg bolus and heparin infusion at 500 u/h. Upon surgical exploration, three pieces of material were removed from the left popliteal, pt, and peroneal arteries. Following removal of the material, antegrade flow was still suboptimal. Exploration of the left inguinal area revealed significant local tissue reaction and a very small, clinically insignificant, pseudoaneurysm at the arteriotomy site, which was repaired. Following surgery the patient had significantly improved pulse in the left lower extremity and no further evidence of ischemia.